Manufacturer narrative:
Sensor investigation: the product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. In the absence of a returned product, an investigation has been performed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend and an investigation was completed. No product issue was identified. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Software investigation: the customer experienced missing low glucose alarms with freestyle libre 2 application. Adc attempted to replicate the reported issue using similar configuration of [phone 13, ios 26.2 app version 2.13.1.9278. The reported issue was unable to be replicated, and the system functioned as intended. There was no issue identified with the freestyle libre 2 app during replication that would have led to the reported issue. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse all complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device when used with the iphone 15 running ios 15. The low glucose alarm did not sound, and the customer was not alerted to changes in glucose levels while sleeping. The sensor was reading at 44 mg/dl, and the application was set to ring at 90 mg/dl. As a result, the customer experienced tremors and seizures, and they woke him up. The customer was provided with an enervit gel supplemental sachet for treatment. There was no report of death or permanent impairment associated with this event.